Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was significantly short of breath. It was further reported that the right atrial (ra) lead and right ventricular (rv) lead were malfunctioning. The ra lead was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.